Manufacturer narrative:
An event regarding revision due to pain involving an unknown insert was reported. The event was not confirmed. Method & results: device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as return of device, pre- and post-op xrays, patient history, histopathology report & follow-up notes are needed to investigate this event further. If additional information and/or device becomes available, this investigation will be reopened.

Event description:
Update as per sales rep: the patient was diagnosed by the surgeon with pigmented villonodular synovitis (pvns) as the cause of the knee pain and subsequent revision. The existing duracon insert was removed and replaced with a large 16mm new duracon a-p lipped tibial insert (ref: 6642-1-816; lot: 44134201).

Event description:
It was reported that the patient approached the rep and stated that the knee feels loose and is causing him pain. The surgical staff and the sales rep believe that the implants are duracon and are trying to obtain the primary implant sheet but may not be sure until the surgery scheduled on (B)(6).

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown right stryker knee. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned to manufacturer.